Manufacturer narrative:
Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. The pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. There was no impact to the customer's blood glucose level. The customer reportedly over filled the cartridge with insulin. Tandem technical support educated the customer this was off-label. Reportedly, customer continued to use the pump for insulin therapy.